Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluations. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: aortic valve replacement event description: it was identified during aortic blockade. There was no clinical impact to the patient. While the insert was being used for aortic blockade, it was identified that the rubber part of the product detached from the product by the surgeon. The detachment did not affect the blockade, and the procedure was successfully completed with the continuous use of the insert. The product in question will be returned to you for your investigation. Additional information provided on 25feb2026: one unit malfunctioned. The detachment was only partial. So, the insert didn't fall off. Intervention: the device was used continuously. Patient status: this event didn't affect the procedure, which means the patient wasn't affected.